Manufacturer narrative:
The patch was reported to have been creased following insertion. The composix kugel mesh noted in this file is a small oval therefore the smaller size folding instructions should be followed. The kink in the pt recoil ring is consistent with the user interface during insertion. Visual examination of the returned patch confirmed a separation of the ring at the weld location. Examination under appropriate magnification noted damage at the weld location which appears to be consistent with the use of the grasper forceps that were reported to have been used to manipulate the patch. A review of the manufacturing records for this device found no anomalies. Based on the event as reported and examination of the sample returned the issue was due to manipulation of the patch by the user and was not device related.

Event description:
The following was alleged by the user facility: (B)(6) 2012 - during a hernia repair procedure the surgeon implanted a composix kugel hernia patch in an open procedure. Once implanted he noted a crease in the patch and that it would not lay flat. The surgeon used grasper forceps to manipulate the patch and adjusted it several times attempting to reduce the crease and flatten the mesh. After the forceps were used the pet recoil ring was noted to be protruding from the mesh patch. The surgeon removed the patch from the site and placed another mesh without issue. There was no adverse patient outcome or significant surgical delay reported as a result of this situation. An MDR is being filed to document the damage of the recoil ring which if it had gone undetected could have resulted in the need for surgical intervention.